Manufacturer narrative:
This pump was transferred to team plano. Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the left femoral artery to support the 75 year old female patient who had been admitted in with indication of acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. The patient had known heparin induced thrombocytopenia prior to the pump placement. Due to this the patient was anticoagulated by angiomax and argatroban. The activated clotting time was only 174 seconds, but the cp was inserted by the physician, being aware of the anticoagulation status. While on the pump support the patient lost limb perfusion and the dorsalis pedis pulses was neither palpable nor dopplerable and toes were dusky and cool. The team wrapped the foot in a warm blanket and pressors were weaned. The cp is functioning as expected, p-4 with 2.1l/min flow with d5w with bicarb in the purge solution. To date no other intervention has been performed for the limb ischemia and pump remains on for support. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.